Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort and tenderness over the scs lead anchor site and stated that it felt like something was poking in the back. Upon physician examination, had a protruding small mass over the thoracolumbar junction from previous implant of leads which was likely an anchor site protrusion. The patient will undergo a revision or an explant.

Event description:
A report was received that the patient was experiencing discomfort and tenderness over the scs lead anchor site and stated that it felt like something was poking in the back. Upon physician examination, had a protruding small mass over the thoracolumbar junction from previous implant of leads which was likely an anchor site protrusion. The patient will undergo a revision or an explant.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed successfully and decided not to be explanted. No further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort and tenderness over the scs lead anchor site and stated that it felt like something was poking in the back. Upon physician examination, had a protruding small mass over the thoracolumbar junction from previous implant of leads which was likely an anchor site protrusion. The patient will undergo a revision or an explant.